Event description:
It was reported that the patient experienced loss of sound and the device showed zero impedances and shorted electrodes. Testing showed that the patient's device is not functioning. Surgery to explant the patient's device has been performed and the patient was reimplanted with another advanced bionics cochlear implant.